Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of low o2 concentration alarms. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).